Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported driveline disconnects and ensuing system stoppage. The account reported that the patient disconnected the driveline in attempts of suicide. The first controller event log file contained relevant data from (B)(6) 2021 20:16:39 through (B)(6) 2021 07:22:30. The log file captured a driveline disconnect alarm on (B)(6) 2021 from 21:32:45 until 21:33:23 when the patient disconnected the driveline from the controller. The driveline was reconnected at 21:33:23, and the lvad was off for approximately 38 seconds. Another driveline disconnect alarm was captured on (B)(6) 2021 from 21:44:53 until 21:45:32. The lvad was off for 39 seconds. A final dl disconnect was captured on (B)(6) 2021 at 18:38:51, and the pump was off for the remainder of the log file. No other atypical events were captured. Despite these alarms, the pump appeared to function as intended. The controller and lvad periodic log files did not capture any atypical events. The lvad event log file captured the 3 driveline disconnects. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU (rev. C) is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook (rev. C) is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 27dec2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline may have not been seeded correctly from the patient deliberatively disconnecting and reconnecting a few times. The original controller driveline port appeared intact on inspection. The patient was not symptomatic due to the driveline disconnect events.

Manufacturer narrative:
The event was initially reported under manufacturer report number # 2916596-2021-02138; however, further log file review indicated, "the log file captured multiple driveline disconnected alarms from (B)(6) 2021 at 21:32:45 until the controller was exchanged". The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number : 2916596-2021-02138 it was reported that device had a ¿driveline (dl) power fault¿ and a ¿driveline communication fault¿. The bedside nurse changed the controller before calling. There have been no further alarms since controller exchange. Patient did attempt suicide and did have driveline disconnect alarms that were noted on interrogation. Patient was originally admitted for psychiatric evaluation. Log file analysis from the controller appeared normal until (B)(6) 2021 at 21:32:45 when a dl disconnect event occurred. The dl was reconnected on (B)(6) 2021 at 21:33:23 and the pump returned to operating at the set speed of 5600 rpm. Another dl disconnect occurred on (B)(6) 2021 at 21:44:53. The dl was reconnected on (B)(6) 2021 at 21:45:32 and the pump returned to operating at the set speed of 5600 rpm. A dl power fault occurred on (B)(6) 2021 at 18:37:23. The cause of the dl power fault was unknown. Another dl disconnect occurred on (B)(6) 2021 at 18:38:51. The pump was off for the remainder of the log file. The power was removed from the controller on (B)(6) 2021 at 18:47:10. Additionally a review of log files captured multiple driveline disconnected alarms from (B)(6) 2021 at 21:32:45 until the controller was exchanged.